Event description:
It was reported that, during reprocessing, the endoscope reprocessor was showing 80 pound per square inch of static pressure, but the last one after the regulator valve was at zero. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.